Manufacturer narrative:
During the eval of the device at the MFR's service center, the customer's complaint was confirmed. The issue was caused by physical damage to the device's breath rate potentiometer. The device's front harness (includes potentiometer) was replaced to address this issue.

Event description:
The MFR received info alleging that a ventilator was displaying an incorrect respiratory rate. No pt harm or injury was reported.